Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited undersensing. Programming changes were made to fix the undersensing issue; however, then the lead began to exhibit noise. No medical intervention was performed to resolve the noise, and the lead would continue to be monitored. The patient¿s condition was stable.